Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that occlusion alarms occurred. Customers blood glucose was 297-350 mg/dl. Customer declined follow up from tandem technical support. No additional information was provided.